Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a 0.5 milliliter (ml) discrepancy in the flow rate. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: the information stated that an arterial flow meter was used with the heart lung machine (hlm) centrifugal pump on (B)(6) 2018 during a cardiopulmonary bypass (cpb) procedure, and had a margin of error for the flow rate of about .5 ml. The current specification is .1 l/min or 10%. The .5 ml information does not have a rate attached to it. The difference in the amount between .5 ml and .1 l is significant, therefore it is hard to discern what the complaint is discussing, and how the clinicians could have noticed a difference. A positive or negative difference in flow of .5 ml/min would have no affect on perfusion to the patient. There was no harm to the patient, and no associated blood loss. This concern did not delay the surgical procedure.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the device under test (dut) module with its returned power cable, to the system 1 simulator using lab peripherals to construct a basic centrifugal-driven water loop with flow sensor on 3/8¿ tubing. Powered on the test setup. Dut current draw was typical at 160ma (vmot), 127ma (5v). Began pump rotation and observed stable flow reading on central control monitor (ccm) and pump controller display. Compared dut flow reading (in liters per minute) to a calibrated flow standard for dut settings between 1 and 7 l/min. Flow settings from 3 to 7 l/min were also compared to a lab flow module. Each setting was allowed to stabilize for over 10 minutes. All readings remained stable, however, the dut was out of specification (low) for all the flow rates tested. The cause of failure was the application printed circuit board (pcb) within the module. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.